Event description:
A call report was received stating the following: "the pt came back from the operating room with the pump, numbers disappeared, screen was completely blank & pump was still pumping." Clinical support specialist (css) told caller that connection to screen was disrupted. Css asked caller to unplug & re-plug connection at the back of the screen. If this did not remedy the situation caller should power off pump & power it back on; however, there should be a back-up pump ready when they do power pump off to reset it. Css spoke to another registered nurse (rn) from the hospital who told the css that "pump was exchanged off the patient & now pump was hooked up to pt. On second pump, they could hear helium leaking & pump helium gauge stated 0 (zero) psi." Css asked the rn to check the o-ring. Rn checked behind the helium tank & stated that "the o-ring was on backwards & he fixed it." Pump was now functioning with a reading of 471 psi. First pump on patient will be serviced by biomed. The field service technician was in contact with the biomed dept of the facility. The biomed technician said that the umbilical cable was wrapped around the machine so many times the plug was not securely in place and this caused the numbers to disappear / screen to go blank. The pump has been returned to service.